Event description:
It was reported during a da vinci s thymectomy procedure the permanent cautery hook instrument tip was noted to broken. During the procedure the instrument tip was turned at an odd angle. The surgeon attempted to rotate the instrument to a neutral position but it still appeared to be folded on itself. Upon closer examination with the scope, the tip of the plastic end of the instrument appeared to be broken; the instrument was removed from the patient. It was determined after searching for loose parts in the patient, it was determined no pieces were in the patient. The case was completed with a different instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument was returned with the yaw pulley and hook missing from the distal end. Both yaw cables and the conductor wire were cut at the wrist. The distal clevis had one ear broken off near its base. The missing ear piece measures approximately .235 x .285. Engineering concluded the likely failure mode was a broken distal clevis ear as a result of overloading the tip. The cables and wire were likely cut after the clevis breakage to enable instrument removal from the cannula. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.